Event description:
It was reported that the patient received inappropriate high voltage therapy due to noise. The sense/pace portion of the lead was capped and replaced. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.